Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that after intraocular lens (iol) implantation procedure, the patient experienced complications. The lens was removed and replaced with an anterior chamber intraocular lens (atiol) in a secondary procedure. The clinical reason for explant was mechanical complications. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The account indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported "complications." The product has not been received to evaluate. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company toric multifocal (1.50cyl), 19.5 diopter (add power +2.2/+3.2) lens was replaced with a non-company, non-toric 17.5 diopter, monofocal lens. Due to the exchange of a toric multifocal lens to a non-toric monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
Based on the additional information provided, the lens exchange was performed using a non-company lens in the patient¿s right eye. The patient's symptoms were resolved, and the surgeon reported a good prognosis. There was no further impact to the patient.